Manufacturer narrative:
No other adverse pt effects were reported. If additional info is received, a follow-up report will be submitted. A product lot number was not provided. Device expiration date cannot be determined. A product lot number was not provided. Device manufacture date cannot be determined. Conclusions: no evaluation will be performed.

Event description:
The 3m received info that physician's patients undergoing total knee and total hip replacements, have developed blistering of the skin surrounding the surgical field when using 3m ioban drapes. The surgeon noted that the blisters are circumferential. Some are at the edge, some are mid, and were drained and treated with silvadene (silver sulfadiazine).